Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to it exhibited loss of capture (loc). A new device was implanted. No additional adverse patient effects were reported.